Event description:
It was reported that during a pta procedure for treatment of a previously placed gortex dialysis graft in the right upper extremity, balloon catheter removal difficultles were encountered. The graft had a very stenotic lesion. The number of inflations performed and atm's are unk. When the physician attempted to remove the balloon catheter, the balloon burst and became lodged in the graft. He pulled on it in an attempt to remove it and then the balloon fragment separated radially and "accordioned" tightly in the graft, in effect "plugging" the graft. The graft began to thrombose during the attempts to remove the fragment, but the pt was successfully treated with thrombolytics. The physician then placed a 9fr pinnacle sheath in an attempt to retrieve the fragment with a snare, but this attempt at retrieval was unsuccessful. The physician then opened the incision another 3 mm pt was then able to retrieve the entire balloon fragment. The procedure was prolonged due to the removal difficulties. The graft was reported to be patent at the end of the procedure. The pt is reported to be doing well with no further complication or injury noted.